Event description:
It was reported that, approximately five months post implant, the right atrial (ra) lead exhibited an atrial lead position check failure, disabling all atrial tachycardia/atrial fibrillation (at/af) therapies. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.